Event description:
The white handle that is on the end of the snare wire is not tightened very tightly. So, when advancing the sheath to collapse the filter, the physician was holding back and the tension on the handle, caused the handle to slide off of the snare wire and fell onto the floor, contaminating it. When the handle came off, the tension from the snare wire caused the wire to slide into the snare catheter. The physician had to cut down into the catheter to get the snare wire. The physician was then able to successfully remove the filter this way.

Manufacturer narrative:
Evaluation: no product was returned to assist in this investigation. Without the actual complaint device, we are unable to determine if the handle had been tightened. However, we will continue to monitor for similar results.